Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the interrogation procedure the pacing lead impedance on right ventricular lead was trending significantly high but still in range. The threshold was stable and no sensing of r -waves due to complete heart block was also noted. The programming changes were made. The patient was stable and will be continued to be monitored.